Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure, performed in 2009. According to the complainant, during the procedure the ultraflex esophageal stent was advanced over the guidewire. Following deployment of the stent, the physician realized that the stent was deployed too distally. He attempted to pull the stent proximally using the retention suture; however, the retention suture broke. The physician was unable to pull the stent proximally. A snare was utilized to capture the proximal end of the stent and pull it out of the patient. The procedure was completed with a new ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.